Manufacturer narrative:
Two broken rods after implantation discovered on (B)(6) 2017. The origin of the breakage is unknown, the patient reported many falls but still not sure if this was the cause. The patient was revised on (B)(6) 2019. (B)(4). Exemption e2017030.

Event description:
Two broken rods after implantation discovered on (B)(6) 2017. The origin of the breakage is unknown, the patient reported many falls but still not sure if this was the cause. Patient was revised (B)(6) 2019.